Event description:
Customer states that pump fails volumetric accuracy tests. Tests were ran for four times with readings of two times of 10.6 ml and two times of 10.70 ml. Rate and dose are 125 ml/hr and 10 ml.

Manufacturer narrative:
Investigation found that pump fails volumetric accuracy tests. Pump was calibrated to resolve the issue.